Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni. Event description: translation: only 2 clips instead of 20. Additional information received from applied medical representative via complaint form on 11dec23: [name redacted] says that only 2 clips can be used. Others do not came. Patient status: no patient injury reported. Intervention: they take another ca500.

Event description:
Procedure performed: ni. Event description: translation: only (B)(4) clips instead of (B)(4). Additional information received from applied medical representative via complaint form on 11dec23: [name redacted] says that only (B)(4). Clips can be used. Others do not came. Patient status: no patient injury reported. Intervention: they take another ca500.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint is unknown, however, it is likely to be within the scope of the recall.